Event description:
It was reported that when the pt was sent through MRI the evacuator caused a burn to his left hip and thumb. The evacuator was resting on the anesthetized pt's right hip and thumb. The facility alleges that the evacuator heated up during the procedure causing the burn. Plastic surgeon consult concluded that it was a minor/partial burn and the burn was treated with topical medication.

Manufacturer narrative:
The complaint for burn on pt left hip and thumb is inconclusive due to no sample returned for evaluation. The lot number was not provided therefore the device history record could not be reviewed. It is unknown at this time if procedural issues contributed to this adverse event. However; the reported problem would not be associated with any manufacturing deficiencies of the device. (B)(4).